Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the electrodes were repositioned on an unknown date due to only partial insertion at the initial implantation.